Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion; as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured in transition once it was inflated and pulled back. The device and the unknown sheath were removed from the patient with a deflated balloon. Manual compression was held without any complications. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. The user was trained to the use of the device. The device was properly stored and opened in the sterile field. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the catheter sheath introducer (csi). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The physician inserted the device into the patient and performed standard deployment protocol. The sealant was not deployed in the patient. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufactured position, the syringe was not connected to the device while the stopcock was returned opened, the procedural cordis sheath was returned attached in the device, and exposure to blood was observed as received. Additionally, it was observed that in the inflation lumen showed presence of possible sedimented saline solution. No other anomalies were observed. Functional testing could not be performed as the sedimented saline solution observed blocked the lumen from inflating the balloon. Therefore, the mechanism of the device maintaining the pressure could not be evaluated. Per microscopic analysis, the identified blockage was observed using high magnification equipment, and the presence of crystals could be attributed to the blockage detected in the inflation lumen. Additionally, the balloon was observed for any damages or rupture evidence, and no damages or anomalies were observed. A product history record (phr) review of lot f2306603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since inflation test could not be performed due to the clogged lumen and no damage/tear was visually noted on the balloon. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the reported event since there were no damages noted to the balloon. However, handling factors, such as excessive force during pullback, are possible. Although not intended as a mitigation, the mynx control instructions for use (IFU) states to ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2306603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured in transition once it was inflated and pulled back. The device and the unknown sheath were removed from the patient with a deflated balloon. Manual compression was held without any complications. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. The user was trained to the use of the device. The device was properly stored and opened in the sterile field. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the catheter sheath introducer (csi). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The physician inserted the device into the patient and performed standard deployment protocol. The sealant was not deployed in the patient. The device will be returned for evaluation.